Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to a spontaneous hemorrhagic stroke. The patient's inr was therapeutic at 2.8 at the time of the stroke.

Manufacturer narrative:
Approximate age of device: 1 year. The device was not explanted from the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A root cause for the patient¿s hemorrhagic stroke, and a correlation to the device could not be determined through this evaluation; however, approved labelling lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A full evaluation of heartmate ii lvas, serial number (B)(4), could not be conducted because the device was not explanted. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.